Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The breathing system and adjustable pressure limit valve were replaced.

Event description:
The hospital reported peak pressure was noted to be higher than expected. There was no reported patient injury.